Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge. The battery was dead and the cause of the issue was determined to be because the patient had not charged it for several months, up to possibly a year. A manufacturing representative (rep) attempted to recharge it with a regular mode recharge and was unable to. A clinician programmer (cp) was also unable to read it. It was unknown what number overdischarge this was. The patient wanted to update the device so no further troubleshooting was done. A physician mode recharge (pmr) was not performed and as a result of this event the device was replaced. The product issue was resolved. The patient was doing well now with no issues.